Event description:
It was reported that while drawing up vaccine medicine, the bd luer-lock¿ syringe with eclipse¿ needle plunger was crooked and difficult to move. The following information was provided by the initial reporter: "description of complaint: when drawing up vaccinations that the plungers were slightly cooked and therefore could not be used in the clinic. Every piece of this item was pulled immediately, so a not to cause harm to any patients or staff. Are you able to provide the date of the event? Between the period of august 3, 2023 to august 15, 2023. Did you experience any adverse events as a result of this reported defect? No. Was there any patient impact or patient involvement? No".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-sep-2023. H.6. Investigation summary: our quality engineer inspected the 1 photo and 140 representative samples submitted for evaluation. The reported issue of plunger rod broken/ damaged was not confirmed upon inspection of the photo and samples. Analysis of the samples showed no damages or defects. The samples passed visual inspection where no abnormalities were observed. The root cause could not be determined as the defect could not be replicated. Production records were reviewed, and this batch meets our manufacturing specification requirements. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up vaccine medicine, the bd luer-lock¿ syringe with eclipse¿ needle plunger was crooked and difficult to move. The following information was provided by the initial reporter: "description of complaint: when drawing up vaccinations that the plungers were slightly cooked and therefore could not be used in the clinic. Every piece of this item was pulled immediately, so a not to cause harm to any patients or staff. Are you able to provide the date of the event? Between the period of (B)(6) 2023 to (B)(6) 2023 did you experience any adverse events as a result of this reported defect? No was there any patient impact or patient involvement? No."